Event description:
It was reported that during a single-level kyphoplasty at level t7, the physician inflated the inflatable bone tamp in an osteoporotic patient then noticed a fracture in the vertebral body directly above the treated level. It was reported that after waking up from the procedure, the patient developed progressive paraplegia over a period of a couple of hours. A CT scan of t8 was normal; there was no evidence of cement extravasation. At level t7 bone fragment in the spinal canal was noted, perforating the spinal cord (angle of 35 degrees).

Manufacturer narrative:
Device not returned for evaluation.